Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified in accordance with 21 cfr 803.3, section 2.14. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Lot number was not provided so device history record review cannot be performed. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device reported discarded by facility.

Event description:
It was reported that anchor was not delivered into the meniscus. Surgery performed was a meniscus re-fixation. Surgeon used four different speed cinches, however, none of them worked. As a result, patient has four holes in the meniscus, however, according to the sales rep, they will heal in the course of convalescence. Surgery was successfully completed by switching to inside out technique.